Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, crease flat and opening curved on posterior. Leak test and microscopic analysis was performed which identified, striated opening on posterior and delamination of the diapherm flange disk. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a striated opening on posterior assessed, as surgical damage. A delamination partial of the valve (adhesive failure).

Event description:
Healthcare professional reported, right side deflation. Device has been explanted.